Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Although requested, patient information was not provided.

Event description:
It was reported a possible free flow event involving a pump module. Although requested, additional information was not provided.

Event description:
It was reported a possible free flow event involving a pump module. Although requested, additional information was not provided.

Manufacturer narrative:
The customer¿s stated issue of possible free flow was not confirmed through a review of the device logs or through testing. The log review found no programming errors that would explain a report of over infusion. The customer's desired rate and infusion parameters were unable to be determined as it was not reported by the customer. The last and suspected infusion was programmed at 110 ml/h while infusing drug ID piperacillin/tazo as a secondary. Functional testing consisting of rate accuracy testing performed on the source pump module found the device operating in specification. The administration set was not provided by the customer for investigation therefore could not be tested for this investigation. The root cause of the customer¿s complaint was not definitively identified in this investigation. The returned pump module was thoroughly tested and inspected; no fault was found. Device history review: review of the sn: (B)(6) service history record showed the device had a manufacture date of 02jan2019. A review of the device service history record was performed beginning from the date of manufacture to the present date 17sep2020 and indicated that this device has been previously returned once for service. The pump module was returned on 09/23/2019 for the bezel post recall. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.